Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the system was recently explanted due to infection. The physician was dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).